Event description:
A customer reported that the table rotational brake was loose. The issue could lead to table movement during pt transfer. There was no reported pt/user involvement or injury associated with this event. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info is not available as there was no report of pt involvement.